Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30612016m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered heart block requiring a pacemaker. While ablating the slow pathway, the patient went into heart block. There was no catheter movement. They paced the patient with an rv catheter while the staff prepped the patient for an internal pacemaker. The patient is stable and is in the recovery area. The caller is unsure if the patient is staying overnight for observation. The caller states, per the physician, he may have gone a little posterior while ablating. The reporter states they were using a 4 mm ablation catheter, webster cs, and two josephson catheters during the procedure. The maximum wattage was 50 watts and 55 degrees. Additional information: this adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event: procedure. Intervention provided: pacemaker. Patient outcome of the adverse event: improved. The patient did not require extended hospitalization because of the adverse event. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.